Event description:
It was reported that contamination occurred. The target lesion, with 90% stenosis, was located in the right coronary artery (rca). During unpacking, it was noted that the device packaging was unsealed. The procedure was completed with a different device. No patient complications, and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An inspection of the packaging noted that the box closure strip had been opened. The outer foil pouch was ripped open, and the tyvek pouch has been opened on the vendor seal on the left side of the label. There was no damage observed to the foil pouch, apart from the fact that it had been opened. The pouch was clearly labelled, and the labelled product details was consistent with the device received inside. The device was removed from the pouch, and it was noted that the stent protector and product mandrel were still in place on the device. A visual and tactile examination of the hypotube identified no damage. Microscopic, visual, and tactile examination of the distal extrusion identified no kinks or damage. The stent protector was removed, and a microscopic examination of the crimped stent identified no damage. The stent was fully crimped onto the balloon. An examination of the exposed section of the balloon (section not covered by the stent) found no evidence that the balloon was subjected to any positive pressure. No damage was observed to the balloon material at the proximal and distal balloon cone areas. A microscopic examination of the tip identified no damages. Examination of the entire device identified no damage, and there was no evidence of any device use.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that contamination occurred. The target lesion, with 90% stenosis, was located in the right coronary artery (rca). During unpacking, it was noted that the device packaging was unsealed. The procedure was completed with a different device. No patient complications, and the patient was stable.